Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Without the device, the reported event could not be confirmed, however this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
During the coil embolization procedure of internal iliac artery aneurysm, the physician reported that the green system ready light of the presidio 18 cerecyte microcoil (pc4180933-30/c16757) did not illuminate when the presidio was connected to the enpower control cable (ecb000182-00/c13063) before attempting the detachment, and although, the cable was replaced for a new product (ecb000182-00, lot unknown), the situation did not improve. Therefore, the presidio 18 cerecyte microcoil was safely removed from the patient and replaced for a new one (pc4180933-30, lot unknown). Then, the green system ready light illuminated and the coil detached using the replaced cable and the same detachment control box (dcb000005-00, lot unknown) without any problem. Afterwards, the procedure was successfully completed without any further issues. There was no patient injury/complications reported. The products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on the products by visual inspection. Also no damages were reported on the devices after the event. Pre-deployment electrical check was performed and no issues were noted. There was no stretching or unintended detachment observed in the aneurysm or in the microcatheter (excelsior 1018/stryker, type unknown). The vessel was moderately calcified and heavily tortuous. The complaint products are unavailable for evaluation. No additional information is available.